Event description:
It was reported that during an open gastrectomy procedure, the clip fell out when the clip was fed into the jaws outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on?- at the 1st firing. What vessel or structure was the device fired on at the time of the event? -- none. When the event occurred, the device was fired outside the patient. Was the clip fully advanced into the jaws prior to firing? -- no. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard?-- no. If so, when? - n/a. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- yes. What were the indications for surgery? -- the information was not provided from the hospital. What was found? -- the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? -- the information was not provided from the hospital. If so, what? -- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? -- the information was not provided from the hospital. If so, whom? -- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process